Event description:
It was reported, that the implantable cardioverter defibrillator exhibited a failure to deliver shock. And the patient past away, due to cardiac arrest.

Event description:
The patient was reported to have experienced arrythmia and syncope. Available logs were reviewed by technical services and did not note evidence of failure to shock.

Manufacturer narrative:
Correction h6 investigation type corrected to analysis of production records a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.